Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and recommended further evaluation. The patient is following up with an electrophysiology consultation. At this time, the crt-d remains in service. No adverse patient effects were reported.